Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's right ventricular lead presented with noise that led to pacing inhibition. The lead was extracted and replaced on (B)(6) 2021. Post-procedure the patient was stable.